Manufacturer narrative:
The customer¿s report that the pump segment separated at the lower fitment was confirmed. Visual inspection of the separated silicone segment end showed there was a retainer ring indentation with no issues observed with the placement of the indentation. Functional testing was deemed unnecessary due to the damage. The root cause was identified as a manufacturing issue.

Manufacturer narrative:
Gtin number for item: 2426-0500, lot: 1701376 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump segment separated at the lower fitment during an infusion of midazolam. Fluid was found on the floor under the pump. The patient experienced increased agitation because of the leak, however there was no report of any patient harm.